Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "light source was flickering when being tested before use on a patient". No report of patient harm or injury. No report of delay in treatment.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges "light source was flickering when being tested before use on a patient". No report of patient harm or injury. No report of delay in treatment.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The functional test consist of lifting the laryngoscope blade until it engages with the handle to initiate lighting. The led illuminates upon blade engagement. However, while holding the device with one hand and simulating physical manipulation of the blade by the distal end of the handle, when physical force is applied to the handle battery cap the light flickers. Based on the investigation performed, the reported complaint has been confirmed. A CAPA was opened to address this issue with the light flickering.

Event description:
Customer complaint alleges "light source was flickering when being tested before use on a patient". No report of patient harm or injury. No report of delay in treatment.